Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage electronic assembly. Analysis was unable to verify battery out limit alarm, button error alarm, unresponsive button due to blank display and missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that he experienced high blood glucose. The customer reported that he received a button error alarm right after the insulin pump got exposed to moisture. The customer reported that he received a battery out limit alarm after battery change and unable to be cleared. The customer reported that the insulin pump submerged. The customer's blood glucose was over 600 mg/dl at the time of incident. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to revert to back-up plan. The insulin pump will be returned for analysis.